Manufacturer narrative:
The device was evaluated by zoll medical corporarion. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, and defibrillation cycling without duplicating the customer's report. The battery was not provided for the evaluation. An internal inspection found no discrepancies. The batteries were not provided for the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.